Event description:
A report was received that the patient underwent a pocket revision due to pain at the pocket site. The patient felt the lead was poking him. During the procedure, the physician relocated the pocket and lead. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-50, serial: (B)(4), description: artisan surgical lead, 50cm.